Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device - location of device : punctured fallopian tube/ migration of essure device - location of device'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and uterine perforation ('perforation (uterus)') in a 44-year-old female patient who had essure (batch no. Co6464-invalid, c06464 -valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acetabular labral tear, night sweat, stress, acute sinusitis, deviated nasal septum, chronic sinusitis, allergic rhinitis, hypertrophy of nasal turbinates, respiratory system disorder, sleep disorder, adhd, chondromalacia, synovitis, femoroacetabular impingement, pain, hypercalcemia, acne, anorexia, muscle weakness, elevated bp, testosterone increased, nasal congestion, nasal discharge, chest tightness, wheezing, hyperplasia, carcinoma and perineal pain. Concomitant products included azelastine hydrochloride (azelastine hcl) since (B)(6) 2015, benzoyl peroxide; clindamycin phosphate (benzaclin topical) since 2004, escitalopram oxalate since (B)(6) 2017, methylphenidate hydrochloride (concerta) since (B)(6) 2016, metronidazole from (B)(6) 2018 to (B)(6) 2018, pantoprazole from (B)(6) 2018 to (B)(6) 2018, sumatriptan from (B)(6) 2016 to (B)(6) 2018 and tretinoin (retin a) since 2003. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("neurological conditions or problems type-depression"). On (B)(6) 2015, the patient experienced helicobacter infection ("infection (other) describe: helicobacter pylori"). On (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2017, the patient experienced arthropathy ("hip issues"). On (B)(6) 2017, the patient was found to have hormone level abnormal ("hormonal changes - describe levels are all over the place"). On (B)(6) 2017, the patient experienced back pain ("back pain ") and arthralgia ("hip pain/joint pain"). On (B)(6) 2017, the patient experienced visual impairment ("vision/eye problems-type : vision decreasing") and hypermetropia ("vision/eye problems-type : far-sighted"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2018, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced gastritis ("gastrointestinal or digestive system condition type: inflammation stomach issue"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and anxiety ("anxiety"). The patient was treated with alprazolam and surgery (hip labrum repair, hip replacement and total laparoscopic hysterectomy and bilateral salpingectomy, da). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, uterine perforation, genital haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, gastritis, hormone level abnormal, helicobacter infection, nausea, depression, arthropathy, visual impairment, hypermetropia, weight decreased, back pain, arthralgia and abdominal pain outcome was unknown and the migraine, headache and anxiety was resolving. The reporter considered abdominal pain, anxiety, arthralgia, arthropathy, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastritis, genital haemorrhage, headache, helicobacter infection, hormone level abnormal, hypermetropia, menorrhagia, migraine, nausea, urinary tract disorder, uterine perforation, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion. Lot number co6464 is invalid. Batch no: c06464, production date: 2013-12-14, expiration date: 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device - location of device : punctured fallopian tube/ migration of essure device - location of device'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and uterine perforation ('perforation (uterus)') in a (B)(6) year-old female patient who had essure (batch no. Co6464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acetabular labral tear, night sweat, stress, acute sinusitis, deviated nasal septum, chronic sinusitis, allergic rhinitis, hypertrophy of nasal turbinates, respiratory system disorder, sleep disorder, adhd, chondromalacia, synovitis, femoroacetabular impingement, pain, hypercalcemia, acne, anorexia, muscle weakness, elevated bp, testosterone increased, nasal congestion, nasal discharge, chest tightness, wheezing, hyperplasia, carcinoma and perineal pain. Concomitant products included azelastine hydrochloride (azelastine hcl) since (B)(6) 2015, benzoyl peroxide; clindamycin phosphate (benzaclin topical) since 2004, escitalopram oxalate since (B)(6) 2017, methylphenidate hydrochloride (concerta) since (B)(6) 2016, metronidazole from (B)(6) 2018 to (B)(6) 2018, pantoprazole from (B)(6) 2018 to (B)(6) 2018, sumatriptan from september 2016 to (B)(6) 2018 and tretinoin (retin a) since 2003. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("neurological conditions or problems type-depression"). On (B)(6) 2015, the patient experienced helicobacter infection ("infection (other) describe : helicobacter pylori"). On (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2017, the patient experienced arthropathy ("hip issues"). On (B)(6) 2017, the patient was found to have hormone level abnormal ("hormonal changes - describe levels are all over the place"). On (B)(6) 2017, the patient experienced back pain ("back pain ") and arthralgia ("hip pain/joint pain"). On (B)(6) 2017, the patient experienced visual impairment ("vision/eye problems-type : vision decreasing") and hypermetropia ("vision/eye problems-type : far-sighted"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2018, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced gastritis ("gastrointestinal or digestive system condition type: inflammation stomach issue"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and anxiety ("anxiety"). The patient was treated with alprazolam and surgery (hip labrum repair, hip replacement and total laparoscopic hysterectomy and bilateral salpingectomy, da). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, uterine perforation, genital haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, gastritis, hormone level abnormal, helicobacter infection, nausea, depression, arthropathy, visual impairment, hypermetropia, weight decreased, back pain, arthralgia and abdominal pain outcome was unknown and the migraine, headache and anxiety was resolving. The reporter considered abdominal pain, anxiety, arthralgia, arthropathy, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastritis, genital haemorrhage, headache, helicobacter infection, hormone level abnormal, hypermetropia, menorrhagia, migraine, nausea, urinary tract disorder, uterine perforation, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: headache, anxiety, pelvic pain, menorrhagia, arthralgia, joint pain, hip pain, cramping, infection, abdominal pain, gastritis. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs and mr received : lot no. Was added. New events, "hormonal changes describe: levels are all over the places, abnormal bleeding (general),abnormal bleeding (vaginal, menorrhagia), infection (other) describe: helicobacter pylori, psychological or psychiatric problems condition: depression, bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device, nausea, neurological conditions or problems type: depression, dysmenorrhea (cramping), surgery , dyspareunia (painful sexual intercourse), pain,vision/eye problems type: vision decreasing, far-sight fatigue, weight loss, gastrointestinal or digestive system condition type:gastritis, anxiety" were added. Outcome of events, "headache, migraine, anxiety" were changed to "recovering/resolving". New reporter contact information was added. Patient's information was updated. Patient's demographics were added. Product information was added and updated. Medical history was added. Concomitant and treatment medications were added. Lab data was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.